Event description:
Pa was performing a paracentesis, using the safe-t-centesis tray. Per report from pa, safety scalpel "might be bent on the tip" and "had difficulty making the incision for the catheter, and incision was larger than normal." She noted this on a tray earlier in the day, but did not save any packaging because she thought it was her technique or that the patient had 'tough skin'.